Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibited loss of capture (loc). This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).